Event description:
It was reported that during the surgical procedure the proximal clevis of the is2000 permanent cautery spatula instrument broke into 2 pieces and fell inside of the pt. The broken pieces were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering eval observed that a portion of the instrument distal clevis was broken off at the base and that the conductor cap was also missing. The missing pieces were not returned with the instrument; however, the complaint notes indicate that all broken pieces were successfully retrieved from the pt.